Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the letter.

Event description:
A customer reported that the unit of the measure on their freestyle flash meter changed from mmol/l to mg/dl. The customer also reported that their dr had changed their medication based on the readings in mg/dl. On april 1st, the customer obtained a reading of 45 mg/dl and experienced nausea and feeling weak. The customer self treated with glucose tablets and lucozade. There was no report of death or serious injury associated with this event.